Event description:
Oral-b brushes fall off the toothbrush holder during brushing [device breakage] case narrative: consumer email stated that the original oral-b brushes fall off the toothbrush holder during brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.